Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D1, d2, d3, d4, g4 ¿ 510k: this report is for an unknown synflate/vbs: synflate/unknown lot. Part and lot numbers are unknown, UDI number is unknown. D9: complainant part is not expected to be returned for manufacturer review/investigation. E1: (B)(6). E3: initial reporter is a synthes employee. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from depuy synthes reports an event in japan as follows: it was reported that this was a percutaneous vertebroplasty (l4) performed on (B)(4) 2023. A trial balloon was inflated according to the surgical technique and deflated. The trial balloon was replaced with the stent balloon, negative pressure was applied with an inflation system, and it was confirmed that the 3-way-valve was at 0 ml. After checking both the 3-way-valve and the stent balloon, inflation of the stent balloon was started. The trial balloon expanded without problems and formed a large cavity inside the vertebral body, and the state was proper. However, when the stent balloon was attempted to be inflated, the stent balloon did not inflate at all, the stent did not expand, and the pressure hovered below 10 atm. The stent did not spread, so the surgeon determined that there was an abnormality and removed the stent balloon. Only the stent was remained in the vertebral body. When the stent balloon was inflated outside of the patient¿s body, the stent balloon was found to be torn. Therefore, a new balloon was opened, inserted into the stent remained in the vertebral body, and the surgeon tried to inflate the stent again. The stent was not inflated at the tip, only posteriorly. Finally, cement was injected in that condition. The surgery was completed successfully with approximately 30 minutes delay. The surgeon is of the opinion that the stent balloon itself may have been defective and ruptured before it was inflated. In fact, the contrast agent leaked into the vertebral body. No further information is available. Concomitant device reported: unk - biomaterial - cement (part# unknown, lot# unknown, quantity: unknown). This report is for one (1)unk - synflate/vbs. This is report 2 of 2 for complaint (B)(4).